Event description:
It was reported that the patient underwent a spinal fusion surgery with corpectomy at l2 instrumented at t12-l1 and l3-l4 using posterior fixation. Approximately two years post-op, over time due to radiation therapy, the construct had loosened. The patient underwent a revision surgery to remove the loose screws, fill the vertebral bodies and pedicles with cement, and replace the screws with larger diameter screws.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.